Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the device did all tests on the unit and the leak test was around 5.12, the unit keep alarming transducer fault. Went to service mode to calibrate the transducer at 0cmh2o and unit failed calibration twice. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.